Event description:
It was reported that after the patient had a fall, two poles of the lead were damaged. This was verified by impedance measurements. Following this event, the patient experienced an increase in pain, but there was no loss of stimulation reported. The lead was explanted and during this intervention it was noticed that the metal insert of the titan anchor was separated from the silicone part. The titan anchor was thrown away by the physician after pictures were taken of it. It was unclear whether the fall caused the titan anchor insert to separate from the silicone part. As the lead and titan anchor were thrown away, it was not possible to perform further root cause analysis for this event. It was not possible to confirm whether this was a "sutureless catheter (sc) issue." It was stated that the patient "ok." No further patient symptoms or outcome were provided at the time of this report.

Manufacturer narrative:
(B)(4).